Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation nos') in an adult female patient who had essure (batch no. 627073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, dyspareunia, lichen sclerosis atrophicus, abdominal pain, bloating, back pain and neck pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and device dislocation ("migration"). Essure treatment was not changed. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2010: found one essure the other could not be seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation nos') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and device dislocation ("migration"). Essure treatment was not changed. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation nos') in an adult female patient who had essure (batch no. 627073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, dyspareunia, lichen sclerosis atrophicus, abdominal pain, bloating, back pain and neck pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant) and device dislocation ("migration"). Essure treatment was not changed. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2010: found one essure the other could not be seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: medical records received. Lot number, reporters information, medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.